Event description:
Philips received a complaint on the xl device indicating that the device would not boot up. The asp evaluated the device on site. It was determined per email response attached, that this was a malfunction of the power line/cord which the customer replaced from an unused spare part. The part was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the power line/cord. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of <potential harm severity here> has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the power line/cord from a spare unused part to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018.